Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were still in so much pain. They were unable to walk has been in bed for the past 3-4 days. Patient charged equipment and asked for assistance in turning stimulation off. Reviewed general use and navigation basics and after several attempts patient successfully connected to implant and turned therapy off. Patient to monitor and track pain symptoms. Patient said that pain has started to subside. Patient was redirected to follow up with managing healthcare provider. Patient said that a nurse from office provided names of other physicians as current physician not responding. Patient said they were considering having the system removed. Patient said that when they fell before had CT scan performed. On (B)(6) 2024 the patient stated that they turned the stimulation off and the pain did improve but their symptoms returned. Patient said they are "urinating like crazy". Patient said they have symptoms of sciatica which they have had before but the pain did improve after turning stim off. Patient mentioned they fall often. Reviewed affects falls can have on device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they had fallen numerous times and thought they may have broken the device. Patient said they always fall on the left side where the stimulator is. Patient saw the doctor once and the doctor said the device didn't break. Patient fell again and was having extreme pain down the leg and back like sciatica. Patient was in so much pain they could hardly breathe. Patient contacted the healthcare provider (hcp) but had not heard back. Patient services reviewed option to turn stimulation off. Patient will charge external devices and call back for assistance turning stim off.